Event description:
It was reported that during an abdominal aortic aneurysm repair procedure, balloon deflation difficulties occurred. The physician placed the equalizer balloon catheter in the abdominal aortic aneurysm and inflated the balloon an unspecified number of times to an unspecified number of atms for 15 seconds, however, the balloon deflated slowly. The equalizer balloon fully deflated inside the patient after approximately one minute. The physician removed the fully deflated equalizer balloon catheter from the patient. The procedure was successfully completed with this device. No patient complications were noted and the patient's status was reported as "no problem".